Event description:
It was reported, the patient had cancer that metastasized to the spine. It was noted, the patient had increased back pain and swelling in their lower extremities. It was further noted that an MRI was done and the MRI showed there was an inflammatory mass. The reporter stated, the pump was reprogrammed to minimum rate and the patient¿s swelling and pain decreased. It was noted that there were no alleged product issues. It was further noted, the patient status at the time of this report was alive with no injury. The pump contained dilaudid. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information was received. It was reported that the MRI was performed on (B)(6). The patient was taken to surgery on april 1st and the mass was removed. The patient¿s neurological status reportedly returned to normal and the product issue resolved.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8 591-38, lot# d10030, implanted: 2011 (B)(6); product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).